Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that they patient rep stated that the last time they met with their mdt rep- there was group a, b and c. Caller said that now the group a and b does not have any intensity and the group c has 4.4 intensity. Patient rep already tried contacting their mdt rep. Patient rep confirmed they notice this only today and the patient said that it's almost a week ago since they noticed the issue. Patient rep said that patient stated not to feel any stimulation or vibration. Agent assisted patient rep to increase the stimulation for the mean time. Agent offered to email mdt rep to further address the concern. [See pe 707235576 - lost group b].